Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The investigation is ongoing.

Manufacturer narrative:
Corrected data: d1. Brand name.

Manufacturer narrative:
Corrected data: h6. - results code 2. H6. - conclusions code 1. Additional manufacturer narrative: disruptions identified were not associated with handling or manufacturing process at wl gore and associates. The graft disruptions (i.e., side wall anastomosis, transections and radial film displacement) are consistent with a surgical procedure. Abluminal superficial mineral deposits were present in the graft legs near site of bifurcation resulting in incidental texturing of the radial film. The cause of abluminal seroma formation could not be determined.

Manufacturer narrative:
An explant analysis is currently in progress.

Event description:
The following was reported to gore: on unknown date in 1999, the patient underwent an aortic replacement with a bifurcated gore-tex® stretch vascular graft to repair an abdominal aortic aneurysm. On unknown date in (B)(6) 2019, a peri-graft seroma was observed. The graft was explanted and another graft was implanted to replace it. The patient tolerated the procedure. The explant graft will be returned to gore for evaluation and the customer response is required.